Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with pocket erosion. The patient picked a scab off of the pocket and the lead was visualized. The patient was scheduled for a system extraction later that day. The patient was stable post-procedure.